Manufacturer narrative:
Devices were not returned for evaluation therefore, no determination could be made for the reported device failure. However, surgeon should have used a tap 1mm greater than the screws used.

Event description:
During an acl repair, the surgeon noticed the threads were worn off after inserting through soft tissue. This occurred with two screws from this lot. A 30-minute delay occurred. No pt injury or complications resulted.